Event description:
It was reported that an unknown user reported, via social media, repeated occlusion alarms on the ilet bionic pancreas that disrupted sleep, consistent with an obstruction of insulin flow potentially related to a connector or coupler. Insufficient information was reported and user could not be contacted for additional information regarding symptoms. Outcomes included insufficient information regarding health impact. No troubleshooting or education could be provided. Investigation of this case revealed insufficient information to verify the alarm cause or confirm device performance, and no device component could be isolated as the source. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.